Event description:
The facility's biomedical technician reported an infusion pump with a 303 failure code that was found during biomed testing. The biomed technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Event description:
The facility's biomedical tech reported an infusion pump with a 12 failure code.